Event description:
It was reported that during a ptca/stent procedure, a second stent was to be placed distal to a fully deployed stent. As the stent delivery system (sds) was being advanced through the proximal stent, it met resistance and became hung up. While the sds was being removed, the stent became separated inside the deployed stent. A snare was used to successfully retrieve the stent.